Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable and the lot number is unknown at this time. The clamp was not returned for analysis as it was discarded. Therefore the reported issue could not be confirmed and the cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the short spinous process clamp no longer closes well. There was no patient present when this issue was identified.